Event description:
It was reported that the patient had diaphragmatic stimulation and nerve stimulation when the patient was lying in the lateral position. The lead was reprogrammed and remains in use. A month later the lead was reprogrammed again for the same symptoms. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.